Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - conclusion: images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: twenty-seven media files and case notes were provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. However, it was reported this patient had a bicuspid aortic valve. Fluoroscopic valve load inspection was not provided for review. At the early phase of final valve release, the valve appeared to be positioned properly at the annulus. Of note, the guidewire was not retracted which could have added tension to the delivery catheter system (dcs) and contributed to the valve movement. Medtronic recommends pulling back the wire from the apex of the left ventricle, applying slight forward pressure/force onto the dcs and very slow release. As soon as the final paddle is released from the delivery catheter system, the valve immediately dislodged above the aortic annulus. The dislodged valve was then snared, and a second valve was properly implanted. Unexpectedly, the valve flipped 180 degrees and was floating the ascending aorta. Eventually, the outflow of the dislodged valve got stuck to the outflow of the second valve. As listed in evolut pro+ instructions for use (IFU), physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended, except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. The case notes state the implanting team decided to not perform a surgical removal due to the high operative risk and leave the dislodged valve in position. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. The reported bicuspid valve and high calcium score are likely contributing factors for the dislodgement issues. The image review noted that the guidewire was not retracted for the initial deployment, which may have contributed to the initial dislodgement. The large size of the ascending aorta was also reported as a contributing factor towards the valve flipping once released from the snare. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that no pre balloon aortic valvuloplasty (bav) was performed. The "very small shunt" that was ob served on the final angiogram was in the abdominal aorta, in the hole that was created for this transcaval case.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, it was noted that the patient had a bicuspid aortic valve with a calcium score of approximately 1100 agatston. The patient¿s annular perimeter measured 72 millimeter (mm) with a minimum diameter of 17mm and a maximum diameter of 26.5mm. Transcaval access was used due to the patient having small femoral arteries and frail subclavian arteries. The valve was advanced to the aorta through the inferior vena cava using a non-medtronic (safari) guidewire. Pacing was not used during deployment of the first valve. The valve was positioned at 3-4mm below the annulus. During final release, when the paddles were released from the paddle pockets, the valve dislodged above the annulus. There was no occlusion of the coronary arteries. It was noted that the patient had a dilated ascending aorta of approximately 61mm. As the delivery catheter system (dcs) was withdrawn, an 18mm gooseneck snare was used to pull the valve into the proximal ascending aorta and secure it in place. A second valve was prepared and advanced through the first valve. The second valve was implanted in a deeper position in the annulus. During final deployment, pacing was used at 120 beats per minute (bpm). The valve was deployed at a depth of approximately 8-9mm. No significant electrocardiogram (ECG) changes were observed. The snare was released from the first valve and due to the large size of the ascending aorta, the first valve subsequently flipped 180 degrees and descended on the outflow crowns of the second valve. It was determined to leave the first valve in its current position. Final echocardiogram revealed no significant aortic regurgitation or paravalvular leak (pvl) and no pericardial effusion. It was reported that a very small shunt was observed on the final angiogram that was improving with time. Peak to peak gradient post-transcatheter aortic valve replacement (tavr) was measured at 4 millimeters of mercury (mmhg). No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop23-29 (lot: 0011775975); product type: 0195-heart valves; implant date: na ; explant date: na, product ID: l-evprop23-29 (lot: 0011671610); product type: 0195-heart valves; implant date: na; explant date: na, non-medtronic (safari) guidewire (lot: unknown); product type: guidewire; implant date: na; explant date: na. Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.